Event description:
During the procedure the patient experienced hypotension and bradycardia. The patient responded to drug treatment and was bagged. The conditions were resolved. During hospitalization, the patient experienced transient expressive aphasia, word finding problems and co-fluent speech for approximately 10 minutes. The patient's medications were changed and he was discharged home. The primary care physician was contacted and the patient received training. At the 1-month follow-up appointment, the patient was experiencing periods of aphasia, weakness with occasional shaking of the right side lasting minutes (positional). The patient was seen by the physician again in 09/05 and 11/05 for spells consistent with hemodynamic perfusion and was admitted to the hospital. The outcome was not reported and no additional is available.